Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this implantable cardioverter defibrillator (ICD) had a pericardial effusion. Additional information was obtained indicating that the suspected cause was a microperforation of the right atrial (ra) lead. Further, no actions were taken and the issue was not resolved. This ICD remains in service. No additional adverse patient effects were reported.